Manufacturer narrative:
Patient had a history of hypertension. Index procedure was prompted by acute myocardial infarction. Investigator assessed that the previously reported stroke event was not related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
On the day of the index the patient had one resolute integrity drug eluting stent implanted. It was reported that 94 days post index the patient presented with a paralysis on the left side of the body. The patient suffered an ischemic stroke and cec adjudicated stroke, ischemia. It is reported that the patient was discharged approximately 8 days later.

Manufacturer narrative:
Resolute integrity stent was implanted in the rca. Cec adjudicated event was not related to device.